Event description:
The user facility reported a terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, debris was seen floating inside the arterial filter that was part of the tubing kit. The product was changed out. There was no delay to the surgery, and the surgery was completed successfully. There was no pt involvement.

Manufacturer narrative:
Terumo received the actual device, and upon evaluation, the complaint was confirmed. Visual inspection determined that there was foreign matter in the arterial filter, and it was determined to be a supplier issue. The supplier was contacted. A review of the complaint files did not confirm that there have been previous reports for this lot. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking trending and follow up. (B)(4).